Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: sg-64 , lot no: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was being used as an accessory device with a non-medtronic stent graft for the endovascular treatment of a 62mm abdominal aortic aneurysm on (B)(6) 2015. It was reported that during the procedure, 4 endoanchors were deployed to treat an observed type ia endoleak. It was reported the patient lost 1ltr of blood during the operation and received a blood transfusion to resolve this event. The event has been assessed as procedure related. No clinical sequelae were reported.